Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, lot# n178510006, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. On an unknown date, a catheter issue occurred. On (B)(6) 2015, a catheter revision occurred. The hcp was going to possibly do a catheter access port (cap) dye study but the dye that the facility had was not approved for intrathecal use. No patient symptoms were reported. Additional information has been requested regarding what the catheter issue was, symptoms, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's replaced on (B)(6) 2015 due to normal battery depletion and after that replacement the patient began to experience withdrawal. The healthcare provider went back in and checked the connection and saw no issue. However, the patient continued to have issues so the healthcare provide decided to go in and replace the catheter on (B)(6) 2015. They were going to try to do a dye study, but they did not have any dye that was suitable for intrathecal use, so the revision was performed.